Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Add'l info has been requested but not yet rec'd. (B)(4).

Event description:
A surgeon reported that since the first postoperative day after a bilateral intraocular lens (iol) implant surgery the patient did not experience good near visual acuity. The iol was correctly positioned. The patient had a transparent posterior capsule and a normal macula. The iol required to be explanted. Add'l info has been requested but not yet rec'd.